Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hrx. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Criterion tool & die manufactured the ria drive shaft assembly l520, p/n (B)(4), and lot # 6921238. The part initially conformed to all requirements per the certificate of compliance (dated (B)(6) 2012) and was inspected / conformed to the synthes incoming final inspection sheet number (B)(4), revision l. The outside diameter and material were measured and both met specification. The complaint condition (tip broken off) is due to an unknown cause.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a broken ria drive shaft with a package from (B)(6) was recieved with the tip broken off. The item was damaged due to general wear and tear, there was no particular one surgery where this happened and no patient impact. This is report 1 of 1 for complaint (B)(4).